Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that the female patient suffered severe embolic complications most likely due to the complexity and the length of time that was required to place the pulserider aneurysm neck reconstruction device (anrd) (211e / w3133). The patient suffered from hemianopsia, dizziness, and confusion three hours following the placement of the pulserider device to treat a recanalized basilar artery tip aneurysm. Magnetic resonance imaging (MRI) revealed acute ischemic lesions in the left occipital lobe (3 x 2cm), multiple small embolic lesions in the cerebellum, splenium corpus callosum, and a few in the cerebrum. The patient reported the next morning that she was able to see but had some visual disturbances. The treating physician reported that the event was iatrogenic and may be related to the lengthy procedure and multiple catheterization manipulations performed, despite the patient being on dual antiplatelet therapy and heparin. The patient underwent stroke rehabilitation and magnetic resonance angiography (mra) was scheduled in six months. There was no report of any malfunction / failure related to the pulserider device. It was also reported that in (B)(6) 2016, the patient presented with subarachnoid hemorrhage with two aneurysms (at the tip of the basilar artery and the internal carotid artery). Both aneurysms were coiled in the acute phase. The basilar tip aneurysm was re-treated in (B)(6) 2016 using remodeling technique and coils. Digital subtraction angiography (dsa) was performed on (B)(6) 2018 revealed recanalization. It was confirmed that the only cerenovus device used was the pulserider device. No cerenovus coils were used. The pulserider t aneurysm neck reconstruction device remained implanted and is thus not available to be returned for evaluation. A review of manufacturing documentation associated with this lot (w3133) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Embolic stroke is a known potential complication associated with the pulserider and with coil embolization procedures. The pulserider instructions for use (IFU) cautions that the device is not intended for use in patients with vascular anatomy or dimensions at the targeted treatment site for which the available pulserider sizes are not appropriate and patients with severe vascular tortuosity or anatomy that would preclude safe introduction of the pulserider device or the use of other devices involved with the procedure. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. The physician reported that the event was iatrogenic. The geometric configuration of the aneurysm appeared challenging to treat. The pre, intra, and post heparin/anti-platelet treatment was not reported. The instructions for use (IFU) recommends pre-procedure dual antiplatelet therapy for three to five days (if possible), intraoperative intravenous anticoagulant therapy, and intravenous anticoagulant therapy for 24 hours post-procedure. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, pharmacological, and procedural factors including patient anatomy, vessel characteristics, device selection, and device manipulation are all factors that may have contributed to the reported event. The stroke is life-threatening and required intervention to preclude further impairment/damage and the relationship of the event to the device or procedure cannot be excluded. Thus, the event meets MDR reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the female patient suffered severe embolic complications most likely due to the complexity and the length of time that was required to place the pulserider aneurysm neck reconstruction device (anrd) (211e / w3133). The patient suffered from hemianopsia, dizziness, and confusion three hours following the placement of the pulserider device to treat a recanalized basilar artery tip aneurysm. Magnetic resonance imaging (MRI) revealed acute ischemic lesions in the left occipital lobe (3 x 2cm), multiple small embolic lesions in the cerebellum, splenium corpus callosum, and a few in the cerebrum. The patient reported the next morning that she was able to see but had some visual disturbances. The treating physician reported that the event was iatrogenic and may be related to the lengthy procedure and multiple catheterization manipulations performed, despite the patient being on dual antiplatelet therapy and heparin. The patient underwent stroke rehabilitation and magnetic resonance angiography (mra) was scheduled in six months. There was no report of any malfunction / failure related to the pulserider device.